Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3005188751-2015-00125, 3005188751-2015-00126, 3008452825-2015-00113, 3005188751-2015-00127, 3005188751-2015-00128 during a pulmonary vein isolation procedure, a pericardial effusion occurred. The left pulmonary veins were isolated successfully and ablation was initiated on the right superior pulmonary vein. The patient became hypotensive and it was noted via intracardiac ultrasound that cardiac motion was decreased and a pericardial effusion was present, for which a pericardiocentesis was performed. The patient was transferred for surgical repair of a perforation located anterior and superior to the left pulmonary veins. There were no performance issues with any sjm device.